Event description:
It was reported that this pacemaker entered safety mode. Furthermore, a 6-second pause was documented via telemetry. Per remote monitoring date from (B)(6) 2021, the right atrial (ra) lead pace impedance measurement was 414 ohms and ra threshold was 2.8v@1.5ms; right ventricular (rv) lead pace impedance measurement was 1025 ohms and rv threshold was 0.5v@0.5ms. It was also reported that there was an unspecified lead issue, however it was unclear which lead. No model/serial number information is available at this time. Multiple attempts to obtain the information have been made, without success. Additional information received indicated that the patient passed out, the patient was hospitalized, and a temporary pacing wire placed. It was noted that the patient was pacer dependent. This pacemaker system remains implanted, however system revision was anticipated. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.